Event description:
The service tech reported that during routine testing of the device at the (B)(4) service center, that a belt slip error occurred and the pump stopped. The pump would not rotate smoothly. There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The (B)(4) service center was able to reproduce the belt slip error. The unit was sent for further eval. The in-house lab tech confirmed the belt slip error. Upon opening the unit for inspection, the belt was found to be loose and the adjustment was over tightened. The unit will be moved to the service center for repair.